Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 30, but could not recall when it occurred. Customer's blood glucose level was 125 mg/dl. The customer stated they would load a new cartridge when they returned home and call back if the issue reoccurred. No additional information was provided.